Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter-defibrillator was found in backup vvi mode due to communication issue with the transmitter. The device was successfully restored and reprogrammed. The patient was stable.